Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding upon review of the submitted lvad log files, the files capture the current sense value locked at 440 ma, which produced dclink events. An analysis of the submitted log files confirmed low flow alarms. According to the account, the non-sustained ventricular tachycardia (nsvt) may have contributed to the event. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported nsvt could not conclusively be established through this evaluation. The submitted system controller event log file contained data from 12aug2020 through 13aug2020. The file captured a low flow hazard alarm on both days. It was noted the pulsatility index (pi) was elevated during the alarms. The pump speed remained stable for the duration of the file. The pump appeared to have functioned as intended. It was reported that the patient experienced 2 bouts of nsvt events. The patient was asymptomatic during both the events. The account communicated that the patient¿s blood pressure was in the typical range, but on the higher end. The account stated that the patient was clinically euvolemic. The patient was also drinking sports drinks. The account stated that they were seeing runs of nsvt, which may be contributing. They wanted to make sure the suction events weren't leading to the runs that they¿ve been seeing over the last couple days. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This document also states that there are no audible alarms with a pi event and explains that pump performance is sensitive to changes in systemic vascular and left ventricular filling. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced 2 episodes of non-sustained ventricular tachycardia and was asymptomatic for both events. The device also showed low flow with high pi readings in the log files, and suction events were later reported by the site.